Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the breath delivery unit (bdu) printed circuit board (pcb). The se than proceeded to upgrade the software and the ventilator passed calibrations, extended self tests (est), short self tests (sst), and performance verification tests (pvt).

Event description:
It was reported that the ventilator had a loss of communications. The ventilator was not on a patient at the time of the event.